Event description:
On (B)(6) 2011 (B)(6) reported that the actual pressure on the vacuum controller (vavd) serial number(sn): (B)(4) when measured by a pressure gauge fluctuated between +10mmhg and -10mmhg of the set pressure after switching the device on and then off. The membrane was replaced but that did not resolve the issue. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Per service order (B)(4) the membrane, vacuum chamber, maintenance kit, cylinder and cylinder sealing were replaced. Maintenance was performed according to the service protocol. (B)(4).